Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The screwdriver was received with the reported condition of being deformed. The visual inspection confirmed that the stardrive tip is broken as well as significantly twisted in the direction of resistance encountered during screw removal. The broken off part was not returned. The hexagonal tip presents normal signs of use. The complaint condition is confirmed; the stardrive tip is broken as well as significantly twisted in the direction of resistance encountered during screw removal. The review of the production history revealed that this screwdriver shaft was manufactured in (B)(6) 2013 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. During the investigation, no manufacturing related issues were observed that may have contributed to the complaint condition. The damage occurred is determined to be post production/acceptance criterias. Considering the age and the appearance of this device the damage appears to be the result of high applied forces and wear over the life of this reusable device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.400.101. Lot number: 8251591. Manufacturing site: (B)(4). Release to warehouse date: 25. Mar. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that on an unknown date, the patient underwent an unknown surgery using the lcp proximal tibial plate 3.5. On (B)(6) 2020, the patient underwent surgery to remove the lcp proximal tibial plate 3.5 in order to fix the knee joint after the patient experienced pain. After the surgeon removed some of the locking screws by using the screwdriver, when he tried to remove the next locking screw, the driver bent. He tried to use another driver, but the bit of this driver broke. As the bit of this driver was stuck in the locking screw head, the surgeon removed the locking screw and the broken bit together by using the hospital-owned carbide drill. The procedure was successfully completed. It is unknown if there was a surgical delay. It was further reported that the revision surgery was performed as the reduction position had collapsed, and the bone union had progressed to some extent with the fractured part deformed. Initially, it was planned to re-fix, but the surgery was completed only by removing the plate system that had been indwelling. Patient outcome is reported as stable. Concomitant device reported: unknown lcp proximal tibial plate 3.5 (part# unknown, lot# unknown, quantity# 1); unknown locking screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) scrdrivershaft-2.5-hex t15. This is report 2 of 2 for (B)(4). This complaint captures the intraoperative issue of the screwdriver breakage while related complaint (B)(4) captures revision procedure due to pain.